Manufacturer narrative:
For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient had severe pain after asr hip implant. Update 9/29/2015 medical records received. After review of the medical records for MDR reportability, the asr sleeve is being added for the right hip for the alleged high metal ions (no labs provided). The left hip revision operative note indicated loose stem/sleeve, increased metal ions, pain, and metallic debris. The asr sleeve is also being added for the left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.